Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: anchor removed due to infection in the shoulder. Probable root cause: design: -wrong raw material or manufacturing agent selected. -in-process cleaning not effective at removing manufacturing residuals. -not enough strict controls placed on raw material source and purity process. -contamination during manufacturing process. -in-process cleaning not performed to spec application. -contamination of instruments. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported anchor was removed due to post-operative infection in the shoulder.